Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: the instructions for use (IFU) of gore® excluder® aaa endoprosthesis provide instruction for properly positioning the device prior to deployment; attempting to move or push up the device during deployment is inconsistent with the device IFU which advise stabilizing the delivery catheter and pulling the deployment knob in a gentle and steady manner. Therefore, the cause of the reported device compression may be attributed to the user strongly pushing up the right contralateral leg during deployment, as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, the right contralateral leg was deployed while pushing up strongly resulting interference with the ipsilateral leg on the left side and the ipsilateral leg was slightly compressed by the contralateral leg, which was found immediately post-procedure. Although no clinical issues have been observed during follow-up examinations, the future risk of limb occlusion was considered and an additional procedure was indicated. On (B)(6) 2026, a reintervention was performed and a contralateral leg component was additionally implanted to reline the ipsilateral leg. The patient tolerated the procedure.